Event description:
During adenoid surgery, the adenoid tip fell off in the patient's mouth but was removed without incident. The user then reported that the blade caused a blister burn to the child's inner lip. The patient was treated and released.

Manufacturer narrative:
(B)(6), 2010: a retrospective review of past complaints was conducted following a site inspection by FDA. This MDR filing is based on that review. The facility returned the tna device to the manufacturer for investigation. Visual inspection of the adenoid tip did not note any anomalies or damage. Functional inspection of the insertion/extraction of the tip assembly to the suction port handpiece found that the adenoid tip assembly fit securely on the handpiece. Insertion/extraction force testing found the forces to be within product specifications. The probable cause for the complaint was failure to fully seat the adenoid tip on suction port handpiece. As for the "blade causing the blister:, the electrode tip would be inactive (no rf power) when detached from the handpiece. The adenoid tip could not have caused the blister after it had fallen off the handpiece. This is the final report. If additional information becomes available, the manufacturer will file a follow-up report.